Event description:
A review of service data detected a reportable event. During servicing, battery charger/modem (B)(4) would not power up. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem (B)(4) has been completed. Upon servicing the charger/modem would not power up. The cause of the problem was isolated to computer analog (ca) board (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components u102 and u105. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event occurred due to this failure. The last person to use this battery charger/modem did not report any problems.